Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. Blood/body fluid was present in/on the outer tubing overlay, lobe mechanism, and distal conductor.

Event description:
It was reported that during implant of the left ventricular lead, the lead became dislodged during slitting. Upon repositioning, the lead dislodged again. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.